Manufacturer narrative:
Due diligence was executed for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device had image loss on screen; when device was moved the image was intermittent in nature. There is no reported patient harm or adverse impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. The investigation identified: the device was not returned, therefore the event was not reproduced, and investigation result of the device is not available at this time. The user suggested event was "image loss on screen when moved and is intermittent". Whether the full screen did not appear, including patient information or only an endoscopic image was unknown. Repair history was reviewed and identified one previous repair on 13aug2020. The timing of occurrence of the event is unknown. Whether or not the device was used for patient procedure after the event was unknown. In the same facility, similar events have not occurred in the past. It was confirmed that multiple similar complaints were reported at other user facilities. Both instances identify possible causes of bending stress. DHR review confirms the subject device was shipped in accordance to specifications. There is no information that implies possibility of misuse. The event was not caused by device design. Cause: it is assumed that the event occurred because the ccd cable incorporated into the bending section of the universal cord was kinked or broken. The possible cause of kink or breakage of the imaging cable is stress from the outside such as excessive bending or bending stress.